Manufacturer narrative:
The device evaluation is anticipated. However, the complaint cannot be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming when the results become available. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
As reported, after insertion in patient, a swan-ganz pacing catheter did not pace. Issue was resolved by replacing catheter. There was no allegation of patient injury. The device will be available for product evaluation.

Manufacturer narrative:
A product evaluation was completed on the returned bipolar pacing catheter. The reported event of pacing issue was confirmed. Continuity testing found that a short condition occurred between the proximal and distal circuits in the y-adaptor. No open or short condition was observed in the lead wires between distal side of y-adaptor and the electrodes. No visible damage was observed from catheter body, balloon, and windings. The balloon inflated clear and concentric and remained inflated for 5min. Without leakage. An engineering evaluation was initiated to assess for any manufacturing related processes which could be correlated to the complaint. A device history record review was completed and documented that device met all specifications upon distribution. Based on the available information there is no evidence that supports or confirms that the failure mode is associated to a manufacturing/ design defect. As part of the manufacturing process, 100% of units undergo an electrical continuity test and an aql inspection.